Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci colposuspension procedure on (B)(6) 2013. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered a laceration of her iliac vein and that she suffered from injuries and damaged therefrom.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Manufacturer narrative:
On 10/24/2013, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following event description: patient came in electively for robotic colposuspension with mesh, tension-free vaginal tabe (tvt), anterior posterior (ap) repair. During the procedure vascular surgery had to be called emergently to the operating room to assess patient who had massive bleeding during the robotic procedure. The abdomen had been opened by the primary surgeon and pressure was being used to control the bleeding. The patent had to have her abdomen opened with a midline incision for repair of left iliac vein. After exposure of the area multiple small venotomies in the left iliac vein were noted adjacent to an area containing gortex suture and mesh. These areas were repaired. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.